Manufacturer narrative:
This report is submitted on november 18, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.